Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the needle hub separated from the unspecified bd" insulin syringe. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "consumer stated, he had issue with syringes stated, shields were on tight so he had to pull really hard to get them off. Stated, needle hub separated once he removed the shield. No injury to report stated, there was a previous box with the same issue but he does not have the lot number." "I contacted you because the last two boxes of needles I got the end pulls off when you remove the orange safety cap. This happens with about 10 percent of the needles. This is a hardship for retired people on fixed income besides being dangerous. Product is 328438, lot: 0132200."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 1/11/2021. H.6. Investigation: customer returned (9) loose 0.3ml bd insulin syringes. Consumer reported shields were on tight so he had to pull really hard to get them off; stated needle hub separated once he removed the shield. All 9 returned syringes were examined, and it was observed that 2 syringes exhibited a needle hub/shield assembly separated from the barrel; no damage to either barrel tip was observed. The 7 other syringes were tested to determine the shield removal force (specs: shield removal force for 0.3 ml syringe after sterilization is 0.85 to 5.95lbs). The tested syringes tested within specification. Due to the batch number being unknown, no DHR review can be completed. Root cause: root cause for this defect cannot be determined. CAPA#1630423 was initiated. H3 other text : see h.10

Event description:
It was reported that the needle hub separated from the unspecified bd¿ insulin syringe. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "consumer stated, he had issue with syringes stated, shields were on tight so he had to pull really hard to get them off. Stated, needle hub separated once he removed the shield. No injury to report stated, there was a previous box with the same issue but he does not have the lot number." "I contacted you because the last two boxes of needles I got the end pulls off when you remove the orange safety cap.... This happens with about 10 percent of the needles. This is a hardship for retired people on fixed income besides being dangerous....product is 328438 lot 0132200."